Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res) who confirmed the reverse osmosis (ro) loop had been tested with new formaldehyde test strips, which showed no formaldehyde contamination. The machine passed functional testing and was returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported an incident where incorrectly installed water inlet and drain lines on a dry acid mixer resulted in possible contamination of the reverse osmosis system with formaldehyde. It is currently undetermined if there was in fact formaldehyde contamination, or if the formaldehyde test strips used were showing a false positive. Subsequent testing of the reverse osmosis system with different formaldehyde test strips showed no formaldehyde contamination, and the issue is currently being investigated. Upon follow up with the clinic nurse and patient care technician, it was confirmed that 5 patients had their treatments ended early due to the potential contamination. It was confirmed that each patient had 300ml blood loss, and it was also confirmed there was no reported harm, adverse event, or additional medical intervention required due to either blood loss or the possible formaldehyde contamination. It was confirmed the water inlet and drain lines were installed correctly, and the system was rinsed and disinfected before the clinic reopened for treatments. It was also confirmed that the 5 patients with blood loss had resumed their treatments without further complications or issues. Additional patient information was requested but was not provided.